Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of first two rows of buttons were not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem 'first two rows of buttons were not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. This issue would not have a direct effect on the entry of infusion parameters. This issue may result in a delay of the delivery of intravenous (IV) solutions if the user opted to choose a new pump for use. It is unlikely this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.